Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer troubleshoot the unicel dxc 880i synchron access clinical system over the phone. The customer observed cap piecer wash station fluid had leaked into sample tubes. The customer replaced the cap piercer wick blade assembly as recommended by the fse to resolve the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer questioned two (2) erroneously low patient sample results on multiple analytes due to observing fluid on top of sampled tubes of their unicel dxc 880i synchron access clinical system. The customer indicated multiple patient results were diluted with fluid leak that originated from cap piercer. The customer did not specify which chemistry analytes were affected. The erroneous patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.